Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. A functional assessment was performed, and the device passed all pretest assessments and no issues were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during pre-surgery testing it was observed that the small battery drive device had become hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.